Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient underwent "surgery to repair recurrent hernias, lyses extensive adhesions, and retack the folded over previously placed mesh" however the sample was not returned for evaluation and medical records are not available at this time. Recurrence and adhesions are known inherent risk of surgery and are listed in the instructions-for-use as possible complications. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient had a bard/davol oval composix kugel mesh, product code 0010208, lot number hutf0466 (note: lot number not valid), implanted to repair a hernia defect. On (B)(6) 2015: the patient presented to the doctor with abdominal pain and signs of recurrent herniation. On (B)(6) 2015: the patient underwent surgery to repair recurrent hernias, lyse extensive adhesions, and re-tack the folded over previously placed mesh. As reported, during the operation the surgeon observed "layers of mesh" that were "somewhat retracted and potato chipping and folding under." As alleged, the patient has suffered and will continue to suffer physical pain and has severe injuries which are permanent and lasting in nature due to the alleged defective composix kugel patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient underwent "surgery to repair recurrent hernias, lyses extensive adhesions, and retack the folded over previously placed mesh" however the sample was not returned for evaluation and medical records are not available at this time. Recurrence and adhesions are known inherent risk of surgery and are listed in the instructions-for-use as possible complications. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years 6 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, adhesions, infection, wound dehiscence thereby underwent repair with mesh removal. Per op notes, "there were a couple layers of mesh, and these were somewhat retracted, potato chipping and folding under." The warning section of the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of prosthesis." Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b7, d4 (corporate lot no., expiry date), d.6b (date of explant), e3, g1, g3, g6, h2, h4, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: on(B)(6) 2010: the patient had a bard/davol oval composix kugel mesh, product code 0010208, lot number hutf0466 (note: lot number not valid), implanted to repair a hernia defect. On (B)(6) 2015: the patient presented to the doctor with abdominal pain and signs of recurrent herniation. On (B)(6) 2015: the patient underwent surgery to repair recurrent hernias, lyse extensive adhesions, and re-tack the folded over previously placed mesh. As reported, during the operation the surgeon observed "layers of mesh" that were "somewhat retracted and potato chipping and folding under." As alleged, the patient has suffered and will continue to suffer physical pain and has severe injuries which are permanent and lasting in nature due to the alleged defective composix kugel patch. Addendum per additional information provided: on (B)(6) 2010 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of composix kugel patch. Per operative notes, ¿multiple hernias were found where some of these were very large and extending laterally, superiorly and inferiorly. Once freed up, composix kugel patch was placed transversely and then tacked with an endotacker.¿ on (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of synthetic mesh. Per operative notes, ¿there were a couple layers of mesh, and these were somewhat retracted, potato chipping and folding under. Then multiple hernias sites were then encountered laterally and superiorly. Once reduced all the contents and freeing it up, laterally and superiorly tacking down the mesh that was not folded up. Adhesions were taken down and synthetic mesh was placed.¿ on (B)(6) 2015 to (B)(6) 2015 - patient frequently visited hospital for incision that had been draining and it was cleansed. Also, patient had burning sensation and infected wound. On (B)(6) 2015 - patient was diagnosed with infected hernia mesh thereby underwent open repair with the removal of two infected meshes. Per operative notes, ¿the old mesh was visible and opened wound was freed up over the top. The most previously placed mesh that was easily removed and the old mesh was much more difficult also removed (composix kugel and synthetic mesh). A biological mesh was placed and sutured in place.¿ attorney alleges that the patient had adhesions, infection, hernia recurrence, pain and emotional injuries. It was also alleged that the mesh retracted and folded.